Event description:
Patient called to report adverse event involving her natrelle saline breast implants. Patient stated she went to the doctor and was given a diagnosis of malignant neoplasm of breast, capsular contracture, and deformity of reconstruction. Patient also stated she experiences tenderness from armpit over to breast (on both sides), shooting pains, and a pimple-like rash that comes and goes. Patient said her allergan saline implants were recalled.